Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the interconnection cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the o-arm was failing to charge. The field service engineer who reported it did troubleshooting and determined the issue was with the umbilical cord